Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode, which permanently limits device function. This crt-p is expected to be explanted but remains in service at this time. No adverse patient effects were reported. Upon receiving additional information, this cardiac resynchronization therapy pacemaker (crt-p) was explanted. This crt-p is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode, which permanently limits device function. This crt-p is expected to be explanted but remains in service at this time. No adverse patient effects were reported. This crt-p will be returned to bsc after explant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode, which permanently limits device function. This crt-p is expected to be explanted but remains in service at this time. No adverse patient effects were reported. Upon receiving additional information, this cardiac resynchronization therapy pacemaker (crt-p) was explanted. This crt-p is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. This crt-p was returned to boston scientific for analysis.